Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014, the catheter was inserted into the patient's right radial artery in the cctc. On (B)(6) 2014, the patient presented with a dampened waveform and they could not draw blood. As a result, the catheter was removed and replaced for the patient. There was no delay in treatment and no patient death or complications reported. It was noted the catheter body was kinked when removed.